Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist instructed the customer to align the probes, recalibrate the bun method, and rerun the patient sample. A siemens global product support specialist evaluated the instrument data and did not find any indication of a reagent delivery issue. The cause of the discordant, falsely low bun results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low urea nitrogen results were obtained on one patient sample on a dimension vista 1500 instrument. The sample had resulted lower than the initial result the first time it was rerun on the same instrument. The operator then reran the sample a second time on the same instrument and it resulted higher than both the initial result and first rerun result. The sample was rerun on an alternate instrument and it also resulted higher. A new sample was collected from the patient and run on the dimension vista 1500 instrument, also resulting high. The initial result and first rerun result were not reported to the physician(s). It is unknown if the results from the second rerun, alternate instrument rerun, or the new sample were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low bun results.